Event description:
It was reported that the catheter fractured and was explanted.

Manufacturer narrative:
The product was discarded at the hospital and is not available for return. Therefore, an evaluation of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided.